Event description:
Emt's responded to a person described as unconscious and unresponsive. The pt was connected to the device and reporter stated pt's rhyth was asystole. According to the reporter, when the device was activated, a "service, change batt" message alarmed and continued to do so subsequent to two consecutive battery changes. An als unit arrived and took over the code with a backup defibrillator/monitor. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.